Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. However, the device failed global transmitter functional testing. The customer complaint was confirmed. The root cause was determined to be a defective transmitter. A CAPA has been initiated for this issue.